Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the inoperable keypad with an intermittent keypad response, which was experienced during evaluation. It was found to be caused by a failed keypad. The failed keypad was replaced. Additional information: sensing intermittently.

Event description:
It was reported that a spectrum pump had a "#6 key intermittent" response in the general care area. It was also reported there was no patient involvement.